Manufacturer narrative:
(B)(4). The device was returned to baxter, and the eval is complete. This complaint is an ancillary service event opened during the investigation of complaint 64482. The "upstream occlusion" alarms were confirmed through an event history log review. The ultrasonic sensor was found to be out of spec and has been replaced.

Event description:
During eval of a returned spectrum infusion pump, 26 occurrences of "upstream occlusion" alarm were identified in the history log which indicates a potential malfunction of the device. No add'l info is available.